Event description:
It was reported that a system error (se) 2240 alarm (air in tubing) occurred on the homechoice (hc) during dwell three of four. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative explained the se 2240 and cleared the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. There is no additional information.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.